Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04508, 2134265-2016-04509. It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the calcified right coronary artery. The lesion was wired and predilated in a normal fashion. A 4.00x38mm promus premier stent was selected to treat the lesion. Multiple attempts were made to cross the device however; the shaft fatigued and broke. The device was removed without issue. A 4.00x24mm promus premier stent was advanced but failed to cross the lesion. A 4.0x20mm promus stent was then selected and successfully deployed at the lesion. Additional lesions that needs to be treated were also noted and so, a 145, 5-in-6 guidezilla guide extension catheter was advanced onto the guiding catheter. A 4.00x12mm promus premier stent was then selected however; angiography revealed that the stent encountered resistance upon entering the guidezilla at the proximal taper of the catheter. After multiple attempts, the stent dislodged and the balloon moved forward. The entire delivery system was removed and it was noted that the there was some damaged at the proximal edge of the guidezilla. At this point, the physicians replaced it with a new 145, 5-in-6 guidezilla guide extension catheter and another 4.00x12mm promus premier stent was attempted to be delivered. However, the same issue occurred as resistance was encountered at the proximal entrance point of the guidezilla and the stent stripped. The promus premier stent was removed and a 4.0x12 and 4.0x15 non-bsc stents were successfully delivered through the same guidezilla catheter into the mid and proximal rca respectively. The procedure was completed. No patient complications were reported and the patient's status was fine.